Event description:
Info received indicates the brake is not holding. The casters would lock but they continued to swivel from side to side.

Manufacturer narrative:
The tech replaced one caster, the caster supports and the main bearing to repair the bed.